Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had many glares, halos, and vision not crisp. The lens was exchanged with non-company lens after the initial implant procedure. The clinical reason for the explant is mechanical complication of iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned on a piece of surgical foam inside a self-sealed sterilization pouch. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A piece of the optical edge is broken off. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The company, 14.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company lens with a diopter of 15.0. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was no patient harm and patient issue was resolved.